Event description:
There was no adverse event or pt involvement. This issue was discovered at nomos by nomos med physics and has no effect on routine isocenter treatments in radiation therapy. The potential for mistreatment could occur during the relatively infrequently performed procedure involving benchmark moves. For a mistreatment to occur, the user would have to ignore instructions in the manual, on the printed report of the treatment plan, etc. Incorret use could occur if the user only relies on the plus/minus indications on the target box. Nomos clearly states in its manual and training that if there should be any question or discrepancy, to contact nomos immediately. Movement of the isocenter to a location different from the setup origin is, on occasion, necessary to allow complete coverage of a target volume-in particular when using the peacock sys. Corvus provides the capability to move the isocenter via the benchmark move panel in the delivery options panel of prescription mode. A benchmark move is indicated in the treatment plan setup instructions (printed by corvus and displayed on the corvus screen) as a movement of the table up (u), down (d), right (r) or left (l) followed by a positive or negative number indicating the offset from the origin in millimeters. The user implements this by moving the table in the direction away from the setup origin by the distance indicated in the treatment plan hardcopy output generated by corvus. Nomos fixation hardware, shipped after december 19, 1997, includes a component called the target box which is used for locating the pt setup point. This target box design has adjustable lateral crosshairs to assist the user in making a vertical benchmark move. The crosshairs are moved vertically by the amount of the benchmark shift specified in the treatment plan setup instructions. Distance scales are provided on the lateral sides of the target box to aid the user in positioning the adjustable crosshairs to do the benchmark move. When used for benchmark moves, the labeling of the distance scales is opposite to that intended by the treatment plan's setup instructions. For example, a benchmark movement of the isocenter 2cm anteriorly would produce a setup instruction of "d-20.0" indicating that the table should be dropped twenty millimeters after setting up to the origin of the target box. Setting adjustable crosshairs to -20mm using the distance scale would indicate that the table would need to be raised 20mm creating a 40mm discrepancy in the setup point.